Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer was having issues with the sensor adhering. She then went on to state that the wire of a sensor had wiggled out. Customer mother declined to troubleshoot for any issues. She stated overall the customer's blood glucose have been good. She also has had issues with the sensor reading accurate readings as the sensor will indicate she is low and when she checked her blood glucose was 90 mg/dl. The customer's mother is not returning the sensor for analysis.